Event description:
Patient was revised to address a fibrous response and a pseudo tumor. Update rec'd 02/25/2015 - it was confirmed corrosion was found during revision. The patient's head and stem are being added to the complaint and reported at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The femoral stem associated with this event was not returned for examination and is presumed yet implanted. Provided patient x-ray images and patient medical records have been examined. Based on the x-ray review, there is no noticeable concern which could¿ve caused revision. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Corrective action was not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.